Event description:
It was reported that during a rotablation procedure the physician successfully ablated with a 1.25, 1.5 and a 1.75 burr. During the subsequent ablation with a 2.0 burr, the burr froze in the patient's artery. Attempts at removal were unsuccessful. The physician subsequently pulled for removal and dissection of the artery was noted. The patient underwent bypass surgery and subsequently expired. The cause of death was listed as cardiogenic shock. No autopsy was performed.